Manufacturer narrative:
The device has been received. The investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during preventive maintenance testing at the user facility the device alarmed with a "hw watchdog error". There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.